Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which manually-entered patient information was not successfully validated by the device, resulting in the inability to view device data. No intervention was performed. There were no patient consequences.